Event description:
It was reported that during a procedure to implant the superion indirect decompression spacer at the level of l4-l5, there was fluid return when repositioning dilator one resulting in a "wet tap". The physician then performed a blood patch, and had the patient lay flat for one hour while in recovery. The patient did well post-operatively and did not experience a headache following the procedure.